Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the evolut valve, the patient had a fusion between the right coronary cusp and non-coronary cusp with severe calcification. The valve was implanted deep due to the patient's bicuspid anatomy, and a mild paravalvular leak (pvl) was observed during the procedure. Approximately three months later, the patient presented with a low ejection fraction and hypotension and was hospitalized. Severe pvl around the evolut valve was identified. Subsequently, a redo transcatheter aortic valve replacement was performed, where a non-medtronic valve was implanted inside the evolut valve to address the severe pvl. The depth of the original implant was noted as a contributing factor to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.